Manufacturer narrative:
This is 2 of 2 reports. The subject device is not returned.

Event description:
The case was ruptured c2-3 aneurysm stent assisted coil embolization, the stent was deployed without any problems. The stent delivery wire (sdw) was attempted to be withdrawn but the sdw and the stent got stuck each other. The microcatheter (subject device) was advanced to release the sticking, but it also stuck with the sdw. The hub of the microcatheter was cut off and snare device was navigated to the sdw via the microcatheter outer shaft. The snare device caught the sdw, then the sdw and the microcatheter were removed from the patient while involving a slight stent displacement. The removed sdw tip was found stretched and separated. Coiling was started, but a distal blood flow of the aneurysm came not to be shown in angiography during coiling. Cross flow from opposite side was sufficient, so the procedure was finished without recanalization of the distal blood flow. The patient's condition is brain death due to the preexisting sub arachnoid hemorrhage worsening.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, thrombosis is a known risk associated with endovascular procedure and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The case was ruptured c2-3 aneurysm stent assisted coil embolization, the stent was deployed without any problems. The stent delivery wire (sdw) was attempted to be withdrawn but the sdw and the stent got stuck each other. The microcatheter (subject device) was advanced to release the sticking, but it also stuck with the sdw. The hub of the microcatheter was cut off and snare device was navigated to the sdw via the microcatheter outer shaft. The snare device caught the sdw, then the sdw and the microcatheter were removed from the patient while involving a slight stent displacement. The removed sdw tip was found stretched and separated. Coiling was started, but a distal blood flow of the aneurysm came not to be shown in angiography during coiling. Cross flow from opposite side was sufficient, so the procedure was finished without recanalization of the distal blood flow. The patient's condition is brain death due to the preexisting sub arachnoid hemorrhage worsening.